Manufacturer narrative:
The hydromark breast biopsy site marker is used to mark tissue during a percutaneous breast biopsy procedure, be visible under ultrasound for at least 6 weeks, and be permanently by x-ray and MRI. The device has not been returned for evaluation, which prevents a full investigation and analysis of the root cause at this time. However, this failure mode has been identified in the risk management file for the effects of potential hypersensitivity with a potential for injury to the patient and/or user. Follow up medical intervention may be necessary. Although it could not be concluded that our device caused or contributed to this event, through evaluation by our medical advisor on similar events, this has been determined to be reportable pursuant to 21 cfr 803. As such, we are submitting this medwatch report.

Event description:
Hydromark biopsy site marker was placed weeks ago. Patient has presented with persistant rash which might be related to infection or allergic reaction. Composition of marker has been requested.